Manufacturer narrative:
Date of the death/event: (B)(6) 2018. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted.

Event description:
A report was received that during the trial lead testing period and prior to the scheduled trial lead pull the patient passed away due to an unknown reason. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: linear st trial lead kit 50 cm, brand name: linear st. The leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional information was received that the physician does not suspect the death to be procedure related. No other information can be obtained.

Event description:
A report was received that during the trial lead testing period and prior to the scheduled trial lead pull the patient passed away due to an unknown reason. No further information can be obtained.